Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; chimney endovascular aneurysm repair using endurant stent-grafts with bare balloon-expandable stents for patients with juxtarenal aortic aneurysms noriyasu morikage md, , takahiro mizoguchi, md, yuriko takeuchi md, takashi nagase, md, makoto samura, md, phd1 , koshiro ueda, md, phd, kotaro suehiro, md, phd, and kimikazu hamano, md, phd doi: 10.1177/1526602819837311; exact event date unknown. Against IFU - due to use of oversized stent grafts in patients. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were used in chevar procedure for the endovascular treatment of abdominal aortic aneurysms in 22 patients. The following events were noted; malfunction; type ia endoleak, self-resolving endoleak.